Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and device breakage ("device breakage") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2001, (B)(6) 2002, (B)(6) 2005) and miscarriage. Previously administered products included for contraception: depo shot from 2002 to 2003. Concurrent conditions included obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia / painful sexual intercourse"), bacterial vulvovaginitis ("bacterial vaginitis") and urinary tract infection ("urinary tract infection"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, 8 years 2 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove essure) and surgery (surgical removal of coil with d&c). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device breakage, dyspareunia, abdominal distension, bacterial vulvovaginitis, urinary tract infection, bladder disorder, urinary tract disorder, vulvovaginal pain and vaginal discharge outcome was unknown. The reporter considered abdominal distension, bacterial vulvovaginitis, bladder disorder, device breakage, dyspareunia, fallopian tube perforation, urinary tract disorder, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc . Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and device breakage ("device breakage") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2001, (B)(6) 2002, (B)(6) 2005) and miscarriage. Previously administered products included for contraception: depo shot from 2002 to 2003. Concurrent conditions included obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia / painful sexual intercourse"), bacterial vulvovaginitis ("bacterial vaginitis") and urinary tract infection ("urinary tract infection"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, 8 years 2 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgical removal of coil with d&c on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device breakage, dyspareunia, abdominal distension, bacterial vulvovaginitis, urinary tract infection, bladder disorder, urinary tract disorder, vulvovaginal pain and vaginal discharge outcome was unknown. The reporter considered abdominal distension, bacterial vulvovaginitis, bladder disorder, device breakage, dyspareunia, fallopian tube perforation, urinary tract disorder, urinary tract infection, vaginal discharge and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-may-2018: plaintiff fact sheet was received events added from pfs- vaginal discharge and pain; bacterial vaginitis, urinary tract infection, bladder problems, urinary problems were joined to previous events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device."), device breakage ("device breakage") and fallopian tube perforation ("perforation (fallopian tube)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 1998, (B)(6) 2001, (B)(6) 2002, (B)(6) 2005) and miscarriage. Previously administered products included for contraception: depo shot from 2002 to 2003. Concurrent conditions included obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, 8 years 2 months after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia"), abdominal distension ("bloating"), bacterial vulvovaginitis ("bacterial vaginitis"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms and surgical removal of coil with d&c). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the perforation, device breakage, fallopian tube perforation, dyspareunia, abdominal distension, bacterial vulvovaginitis, urinary tract infection, bladder disorder, urinary tract disorder and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, bacterial vulvovaginitis, bladder disorder, device breakage, dyspareunia, fallopian tube perforation, perforation, urinary tract disorder, urinary tract infection and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. New informaton added: reporter, patient's historical, concomitant condition, and data. Essure start and stop dates were updated. New events added as follows: fallopian tube perforation, device breakage, bacterial vulvovaginitis, urinary tract infection, bladder disorder, urinary tract disorder and vulvovaginal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device.") And uterine perforation ("perforation of the essure device.") In a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the device dislocation, uterine perforation, pelvic pain, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation, dyspareunia, pelvic pain and uterine perforation to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.